Manufacturer narrative:
Insulin pump received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to confirm a33 and a35 alarm due to motor error alarm. Pump passed displacement test, self-test and a21 error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no dead battery noted. Insulin pump was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.

Event description:
Customer reported via phone call that the insulin pump had alarmed motion sensor test failure. Customer was assisted with alarm troubleshooting. Customer's blood glucose level was unknown at the time of the incident. Customer stated that insulin pump pass displacement test but received alarm for compromised force sensor system and was assisted for troubleshooting. Customer stated that the insulin pump was dropped prior to the alarm and that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.